Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 9 previously reported events are included in this follow-up record. Product return status 7 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 9 malfunction events in which the device was shedding metal debris. - 9 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was shedding metal debris. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 9 previously reported events are included in this follow-up record. Product return status 7 devices were received. 2 device investigation types have not yet been determined. Event confirmation status 7 reported events were confirmed. Evaluation results 5 devices were found to be affected by metal debris. 1 device was found to be affected by a damaged bearing. 1 device was found to be affected by corrosion.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 4 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. Evaluation results: 2 devices were found to be affected by worn or damaged bearings. 2 devices were found to be affected by metal debris. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device was shedding metal debris. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 8 events were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2020-00186 but should be included under this report. 9 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status: 6 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. Evaluation results: 5 devices were found to be affected by metal debris. 1 device was found to be affected by damaged bearings.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was shedding metal debris. 9 events had no patient involvement; no patient impact.